Event description:
Per oos, this lead was capped due to increasing noise. An insulation break is suspected. Additional programmer data has been forwarded to berlin. No additional info is available. Should additional info become available, this event will be updated.